Event description:
Customer reportedly received results of 100 mg/dl and lo within 10 minutes on two different instant plus systems. The location of the discrepant results occurred at a health center. No action was taken based on device results. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent. The customer was unsure which test system produced the discrepant result. The two test systems are: system 1 - instant plus meter, instant test strip lot number 24357633, catalog number 11443054160, expiration date 05/31/2007 (result of 100 mg/dl). System 2 - instant plus meter , instant test strip lot number 24357633, catalog number 11443054160, expiration date 05/31/2007 (result of lo).

Manufacturer narrative:
The suspect product is the instant test strip in system 2.